Event description:
It was reported via the patient that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately one year post implant prior to the patient's twelve month follow up transesophageal echocardiography (tee) imaging appointment, the patient experienced a cva. The patient was then relocated to an assisted living facility as a result of the cva and is on medication.

Manufacturer narrative:
Date of event - estimated as (B)(6) 2021 as it was reported by the patient that the stroke occurred just prior to 12 month appointment and almost one year post implant, in which the patient was implanted (B)(6) 2020.